Manufacturer narrative:
Report number has been changed to 1627487-2015-26048. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26045. It was reported the patient was originally implanted for pain in his legs, however, he is now experiencing low back pain and is not receiving effective stimulation for the low back pain. The patient underwent surgical intervention to remove and replace the leads which resolved the issue. Follow up information identified the patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26045.